Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The battery longevity had dropped from showing 9 years remaining, to 4 years remaining within a one year interval. No adverse effects to the patient were reported. An update was received from the field indicating that the device was explanted and replaced without any complications, and that the patient was doing fine. Additional information: the device was received for analysis. This report has been updated to include the final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The battery longevity had dropped from showing 9 years remaining, to 4 years remaining within a one year interval. The device is expected to be explanted and returned within the next 60 days. No serious adverse effects were reported.